Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from canada by our edwards lifesciences affiliates, a torn distal tip of a 14fr esheath+ was observed at the end of a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve. During the procedure, some difficulties were encountered when the delivery system and crimped valve were exiting the esheath+. The tavr procedure was successful and, upon removing the esheath+ at the end of the procedure, a torn distal tip was observed. The patient did not experience any injury.